Event description:
It was reported that the battery would not charge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v li-ion battery (serial number: (B)(6)) not charging was confirmed via investigation of the returned battery. The battery was placed into a known working universal battery charger (ubc) and the battery was not accepted for charge. The battery was found to be completely depleted and unable to charge, confirming the reported event. The battery was opened, and the main printed circuit board (pcb) was analyzed and it was found that a transistor was damaged, which would cause the reported event. The root cause of the reported event was determined to be due to a damaged transistor on the battery¿s main pcb, but the cause of the damage was unable to be determined via this investigation. The 14v li-ion battery (serial number: (B)(6)) inspection data was reviewed and it was revealed that the battery passed. The heartmate 14 volt li-ion battery instructions for use was available for use at the time of the event and explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to properly calibrate the 14v batteries, how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the 14v batteries. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.